Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/11/2016. Retain product was tested and functioning according to specification. Return product is not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Y (product complaint level 2 and level 3 investigation procedure). Investigation confirmed the lot is performing to specification. Customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory on the same day. The testing was performed 3 days apart.

Event description:
On 07/12/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant chloride (cl), sodium (na), ionized calcium (ica), and hematocrit (hct), result on a (B)(6) year old female patient presented with abdominal pain and was diagnosed with pneumonia. There were no injuries associated with this event, the patient was treated based on the lab results. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat: date: (B)(6) 2016; collection time:11:29 am; test time: 11:31 am; na: 144; ica : 4.50 mg/l; cl: 108; hct: 37%. Beckman dhc 660; (B)(6) 2016; 11:29 am; 11:31 am; 137; - ; 111; 37.7. On (B)(6) 2016 patient was prescribed lactulose to take. Patient return on (B)(6) 2016 for a follow-up. Method: I-stat; date: (B)(6) 2016; collection time: unk; test time: unk; na:114; ica: 2.80; cl: >133; hct: 24%. Beckman dhc 660; (B)(6) 2016; unk; unk; -; - ; - ; 37.1% . At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).